Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited noise oversensing on the right ventricular (rv) lead while the patient was asleep, which caused four seconds of asystole due to pacing inhibition. No additional adverse patient effects were reported. This system remains in service.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited noise oversensing on the right ventricular (rv) lead while the patient was asleep, which caused four seconds of asystole due to pacing inhibition. No additional adverse patient effects were reported. This system remains in service.